Event description:
It was reported that at the end of the da vinci si cholecystectomy procedure, the surgeon noticed that the pin at the wrist was loosen. When the permanent cautery hook instrument was removed of the patient, the pin went out of the wrist. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one of the boss features on one side of the yaw pulley hub was found to be broken. The boss on the conductor wire side had broken off; as a result the conductor cap was loose. The boss was also found to be fractured from the base. The instrument had a missing piece roughly 0.060 diameter x 0.080 long. The boss feature on the opposite side of the instrument was intact. No other damage was found. Intuitive surgical contacted the initial reporter of this complaint. It was indicated that no pieces fell inside the patient during the last surgical procedure this instrument was used. The customer reported complaint does not itself constitute a reportable event; however, the broken pin if to reoccur could cause or contribute to an adverse event.